Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no insulin was seen exiting the infusion set tubing or the cartridge tubing. A new cartridge was successfully loaded to address the event and insulin was seen exiting the tubing. Insulin delivery was resumed. Blood glucose was 260 mg/dl.